Event description:
The customer stated that the insulin pump alarmed button error. The reported blood glucose reading was 124 mg/dl. The customer stated that after the alarm occurred he removed the battery, and when he reinserted the battery the insulin pump would not power back on. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.